Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high pacing impedance measurements of over 3000 ohms on the right atrial (ra) channel, that were confirmed to be related with the spring contact issue, as several irregular high pacing impedance spikes were noticed in the ra impedance trend. In addition, an old previous atrial tachy response episode was noticed to have been triggered by respiratory rate trend (rrt) oversensing on the ra lead with very small amplitude signals. The rrt feature was turned off some months later. Technical services indicated that to solve the impedance issue, a new device with the enhanced header is needed, not only to change the ra lead. Eventually, this ICD was explanted, replaced, and returned for analysis; while the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high pacing impedance measurements of over 3000 ohms on the right atrial (ra) channel, that were confirmed to be related with the spring contact issue, as several irregular high pacing impedance spikes were noticed in the ra impedance trend. In addition, an old previous atrial tachy response episode was noticed to have been triggered by respiratory rate trend (rrt) oversensing on the ra lead with very small amplitude signals. The rrt feature was turned off some months later. Technical services indicated that to solve the impedance issue, a new device with the enhanced header is needed, not only to change the ra lead. Eventually, this ICD was explanted, replaced, and returned for analysis; while the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The analysis found no evidence to indicate a device defect, abnormal damage, or malfunction. However, investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate trend sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.